Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-06208. It was reported the patient has experienced a loss of stimulation due to high impedance on all contacts of his two 3186 leads. Patient is awaiting possible surgical intervention.